Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during implantable pulse generator (ipg) and ventricular lead use, the patient complained of dizziness during exercise. Device interrogation showed good thresholds, and normal impedance. Treadmill test was performed and intermittent ventricular capture was observed. The physician decided to explant and replace the device and ventricular lead due to not sure which product had the problem. The ventricular lead remains implanted-out of service. No patient complications have been reported as a result of this event.